Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Device manufacturer date can not be determined without a lot number.

Event description:
A prodisc-l superior plate subsided into the l5 vertebral body postoperatively; the implant was removed from the pt.